Manufacturer narrative:
Date rec'd by MFR: 30jul2019. The philips field service engineer (fse) remotely performed troubleshooting and advised the customer to hold on to the switch for a few seconds longer to power on. The fse then informed the customer, since switch appeared to be working, to replace the power management board. The customer replaced the power management board and resolved the issue. The unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019; date of report: (B)(6) 2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported unit would not power on. The device was not in use at the time of the reported event; therefore, there was no patient involvement.